Event description:
It was reported that the patients ipg would no longer hold a charge and had to be charge the for an extended period of time. It was also reported that the patient had an inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred since surgery.